Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer / attorney in the united states, on behalf of a (B)(6) female plaintiff in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Shortly after undergoing the essure procedure, an hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, was diagnosed with fibromyalgia, chronic fatigue, excessive weight gain, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve her symptoms. As a result of plaintiff's constant pain and suffering, plaintiff's treating physician recommended that she undergo a hysterectomy to have the essure coils removed. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. After surgery, plaintiff's physician advised her that her essure coils had migrated. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality safety evaluation received on 22-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Four and a half years after device placement, she was submitted to a hysterectomy to remove the coils and it was found the essure coils had migrated. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known; given its nature causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated') and fallopian tube perforation ('there was a partial perforation of the essure device on the left side') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included congenital small kidney and vesicoureteral reflux. Previously administered products included for an unreported indication: tramadol, fluoxetine, levonorgestrel-ethinyl estradiol and metformin. Concurrent conditions included polycystic ovarian syndrome, insulin increased and renal hypoplasia. Family history included ovarian cancer, coronary artery disease, breast cancer, bone cancer and throat cancer. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal discomfort and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, back pain, abdominal distension, fibromyalgia, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, back pain, device dislocation, fallopian tube perforation, fatigue, fibromyalgia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2021: mr received. Reporter information, patient's medical history, event "there was a partial perforation of the essure device on the left side" and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated') and fallopian tube perforation ('there was a partial perforation of the essure device on the left side') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included congenital small kidney and vesicoureteral reflux. Previously administered products included for an unreported indication: tramadol, fluoxetine, levonorgestrel-ethinyl estradiol and metformin. Concurrent conditions included polycystic ovarian syndrome, insulin increased and renal hypoplasia. Family history included ovarian cancer, coronary artery disease, breast cancer, bone cancer and throat cancer. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal discomfort and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, back pain, abdominal distension, fibromyalgia, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, back pain, device dislocation, fallopian tube perforation, fatigue, fibromyalgia and menorrhagia to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.